Event description:
Microbore catheter extension set was noted to have a small from the clamp, leaking blood/fluids from the hole. The microbore catheter extension set was placed on (B)(6) 2016 at approx 0837. The hole in the tubing was noted on (B)(6) 2016 at approx 1000 when clamp was used. Becton dickinson microbore catheter extension set was in use and when the nurse clamped the extension tubing was noted and blood/fluids were leaking. Dates of use: (B)(6) 2016.